Event description:
It was reported that there was no flow through two (2) clearlink system continu-flo solution sets. This event was further described as, ¿when the anesthesiologist tried to inject medication into the middle port in pre-op holding, they were unable to push the syringe. They got another one from the same lot and the same thing happened¿. It was not specified when in the process step this occurred. To resolve this issue, the customer pulled a third device from another lot and no issues were noted. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction made to d4: unique identifier (UDI) #: (B)(4). (Previously submitted as ni) correction made to d5: operator of device: health professional (previously submitted as other) additional information was added to h3, h4, h6 and h10. H10: the actual devices were not available; however, a companion sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. All components were correctly placed and according to specifications. A functional testing was performed including clear passage and pressure testing; and the results were satisfactory. Additional priming was performed and no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.